Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level resulting in elevated blood glucose (bg) level reaching 325 mg/dl and 2.5 mmol/l ketone level resulting in a hospitalization. Correction boluses were delivered to address bg. Additional information was not provided.